Manufacturer narrative:
Device evaluation is performed by historical data. This supplemental report is being submitted to provide this information. Due diligence was executed for this event. The device history record review confirmed that device conformed to specifications at the time of shipping. It is likely that the alcohol connector got broken because it received massive impact such as being hit with something hard or that excessive force was repeatedly applied and was accumulated. The instructions for use includes the following statements: user can detect the event by inspecting the equipment as below: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
Additional information is not yet available for this event. The device is available. But the field service engineer (fse) has not been on site as yet. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Fse not been on site as yet.

Event description:
As reported for this event, during reprocessing when the device is in operation, the alcohol tubing is disconnected from the alcohol bottle connector. There is no patient involvement.